Event description:
The customer contact reported the device was hot to touch. No specific event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. The device did not become hot to touch during testing. The device was opened and inspected. There were no faults or defects found. There were no signs that the device became too hot, based on the date verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.